Manufacturer narrative:
The customer indicated the use of an unspecified cartridge and an unspecified handpiece. Two viscoelastics were indicated, only one is qualified for this lens with the qualified cartridge combinations. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A surgeon reported an intraocular lens (iol) was discovered to have a defect on optic after being implanted. Additional information was requested.

Manufacturer narrative:
(B)(4).